Event description:
The physician was performing a right femoral approach for filter placement. Post deployment, one stabilizing leg remained in the introducer. Sheath perforation was noted. The pt suffered no adverse effects as a result of this occurrence.